Manufacturer narrative:
Tandem¿s t:flex user guide states that the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin. In addition, it cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent, inaccurate fill estimates occurred when attempting to load multiple cartridges with insulin. Reportedly, the cartridge was filled with 500 units of cold insulin. The customer's blood glucose level was 400 mg/dl. Reportedly, the cartridge was reloaded and the insulin gauge displayed an accurate fill estimate.